Event description:
Radial band was placed and air expelled as per order. Radial band was removed at 1545. At 1650 patient radial site began to bleed profusely. Radial band to be applied for 1 more hour and air titrated as usual.